Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient went to use the programmer the language changed to french or latin. Patient reported they noticed the language changed after they changed the programmer batteries. Patient reported they have adaptive stimulation on and when they are sitting the programmer is saying "assist" and laying down says "dos". Patient reported this has happened before and they were able to get assistance in changing language back to english. Patient was advised to take the batteries out and put them back in to reset but issue did not resolve. Additional information was received. It was reported that the device was not doing what it was supposed to do. Patient reported it was not stimulating where it was supposed to. Patient indicated it has been happening on and off. No further complications reported and/or anticipated at this time.